Event description:
It was reported the charge density message was coming up at 4.0 volts 90 usec pw on left side. The amplitude was decreased, to the patient's previous setting (2.6), and they were still getting the charge density warning. They went to the right side, and at the previous settings, she was also getting a charge density warning. The patient was sent home. At that time, the patient was not getting therapeutic benefit and complained about a taunt lead on the right side the body. Impedances were high on c2, 02, 12, 23 configuration at 3,889 ohms. Based on curve; charge density should not have appeared with the patient's settings. The patient was the return on 9/12/2008, the results will be reported to medtronic. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Other: safety feature for charge density.